Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after inserting a new battery into the insulin pump. The customer's blood glucose was unknown. While troubleshooting, the customer reviewed the alarm history of the insulin pump and reported three instances of the unexpected restart alarm as well as three instances of the external ram crc error alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to montior the insulin pump and that she may continue to wear the insulin pump until the replacement arrived. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.